Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant stricture in the airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the stent was prematurely deployed. The physician successfully removed the stent using forceps and noted that the stent suture was broken and the stent wires unraveled. The physician completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found that the stent unraveled and the green retention suture was broken in one end of the stent. The stent was measured and found to be within specifications. No other issues with the device were noted. The noted damages on the returned device were consistent with the excessive force being applied when removing the stent with forceps and were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant stricture in the airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the stent was prematurely deployed. The physician successfully removed the stent using forceps and noted that the stent suture was broken and the stent wires unraveled. The physician completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.